Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Customer called experiencing error code 120.4630 on their 8015 (sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: - customer stated after replacing batteries with new batteries, they were getting 120.4630. - after asking, customer stated they were replacing the alaris batteries with non alaris batteries, and that's when the code popped up. - informed the customer we advise against using third party parts, and sent him the customer letter stating this. - informed customer this code is caused by the switching power supply, the power supply board, and potentially the non alaris battery. - recommended sending in for repair. - customer will send in for repair after obtaining a purchase order. Ended call.